Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. On (B)(6) 2024, the lead was capped and replaced. Patient was in stable condition.